Event description:
It was reported that device entrapment occurred. A 3.00 x 32mm synergy xd drug-eluting stent was selected for use; however, the stent would not move over the wire. The procedure was completed with a non-boston scientific device. There were no patient complications reported and the patient was fine. It was further reported that the strut was bent and the device was not stuck on wire as what was previously reported.

Manufacturer narrative:
Corrections: (b3) date of event updated from (B)(6) 2021 to (B)(6) 2021. (B5) desccribe event or problem updated. (H6) device code: entrapment of device initially reported corrected to material deformation and difficult to advance.

Manufacturer narrative:
Date of event: used (B)(6) 2021 as stated on the email that the case was on (B)(6) 2021; however, event date should not be prior to notification date.

Event description:
It was reported that device entrapment occurred. A 3.00 x 32mm synergy xd drug-eluting stent was selected for use; however, the stent would not move over the wire. The procedure was completed with a non-boston scientific device. There were no patient complications reported and the patient was fine.